Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: complaint confirmed in history but not duplicated in testing. No defect found in testing. Occlusion alarms observed in alarm history. No data in black box from time of alarms due to continued use. Daily insulin delivery totals correctly reflect programmed basal rates. Rewind, load and prime steps completed successfully. No occlusions occurred during testing. Force sensor test verifies force sensor detecting correct force at 5lbs. An occlusion was induced; pump gave appropriate audible and visual "occlusion detected" alarm. Pump passed flow accuracy test and found to be delivering within required accuracy. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, it was reported that the patient¿s blood glucose (bg) was around 400 mg/dl with symptoms of moderate ketones on the evening of (B)(6) 2014. It was said that the patient¿s bg responded to insulin delivered via injection. The reporter said that a new infusion set was going to be placed and that pump therapy would resume. The reporter alleged that an issue with occlusions was the cause of this hyperglycemic event. The pump history was reviewed by the reporter and three occlusion alarms were recorded between 6:52pm and 7:44pm on (B)(6) 2014. The bolus history confirmed that each occlusion alarm coincided with an attempted bolus delivery. A problem with insertion of the infusion set was discovered during trouble shooting and was postulated to be the cause of the hyperglycemia; the manufacturer of the infusion set has been notified. According to the reporter, the bolus history was checked and further boluses were delivered to replace the missing amounts. However, the bolus history records show the following: (B)(6) 2014, at 7:46pm, 0.70 of 0.70 completed, at 7:44pm, 1.70 out of 2.70 cancelled, at 7:42pm, 1.70 out of 2.70 cancelled, at 7:35pm, 2.25 of 2.25 completed, and at 6:52pm, 3.10 out of 4.10 cancelled. The history indicates that the bolus amount delivered subsequent to the cancelled bolus did not match the amount of bolus that was missing. Therefore, this complaint is being reported because the patient experienced a hyperglycemic event due to inadequate replacement of missed bolus amounts. There was no allegation of a pump malfunction or defect.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.